Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6) . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens (iol) inserter went over went over the iol causing the lens to scratch. Additional information was provided and clarified there was a device advancement issue. There was no patient contact. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6: device code 1384 was in inadvertently not populated. Therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: device code -1384 - mechanical problem all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.